Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault-2001 " error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code) updated. The device was returned to zoll medical corporation for evaluation. The unit was stress tested proceeded by calibration testing and passed successfully. The log review confirms the customer received compressor advisories from the device. Internal inspection revealed a small amount of dust particles and dried fluid exposure on the compressor flow screens. These may have been contributing factors but we were unable to confirm. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was showing self check fault and compressor fault. No error codes were recorded. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.